Event description:
New information indicates that the procedure occurred without issue.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.